Manufacturer narrative:
On april 6, 2023, mentor became aware of the following and corresponding fields have been updated on this form: patient's age under field a2 has been updated to "73 years" patient's ethnicity and race have been updated to "not hispanic/latino" and "white" under fields a5 and a6 respectively. Event day under field b3 has been updated to "2/15/2022" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 8, 2023, mentor became aware that the replacement surgery is on (B)(6) 2023. Replacement order was placed for catalog numbers 3502325, and 3503330. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18, 2023, mentor became aware that the deflation side was right and left was deflated on purpose. Patient underwent bilateral replacement surgery with catalog number 3503330; serial number (B)(6) on the right side, and with catalog number 3503330; serial number (B)(6) on the left side on (B)(6) 2023. -serial number under d6a has been updated to (B)(6) and - date of explant has been updated to (B)(6) 2023 under d6b reason for device explant and/or reoperation: right deflation on may 29, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 5, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 350cc breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear on the anterior view within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot: 6450911). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with a 350cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2023.